Event description:
It was observed that during the device evaluation, the flex video scope had a dirty objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation results. Corrected fields: h6. Updated fields: h2, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established.

Event description:
No additional information received from the customer.